Event description:
Rn was starting an IV on this pt in the left forearm using a 20 gauge proctiv angio catheter. After inserting the catheter, the rn was activating the sharp safety mechanism to remove the needle and heard no click and the needle kept coming and the pink hub just fell to the ground. The white teflon piece was missing. Examined to pink hub and it appears the white teflon piece was there but was torn away. The pt's arm was examined, could not feel any hard areas. The pt's arm was xrayed from finger tips to collar bone, nothing was detected. The situation was explained to the pt and family member by the physician and rn. The pt was sent to the emergency room via ambulance for further studies / CT scan / MRI to attempt to locate the device. FDA safety report ID# (B)(4).